Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: surg endosc (2013) 27:s214¿s215, fp07. (B)(4).

Event description:
It was reported via journal article title : totally laparoscopic pancreaticoduodenectomy: a single institutional experience. Author: s sahay, o damrah, s rahman. Citation: surg endosc (2013) 27:s214¿s215, fp07. The study aimed to determine the safety and efficacy of totally laparoscopic pancreaticoduodenectomy particularly with reference to a modified ¿¿dunking technique¿¿ using interrupted suture. In this study, 10 patients (median age of 70 years [ranged 54-80 years]) with malignancies (moderately differentiated ampullary adenocarcinomas [n=2], ampullary adenomas [n=2], pancreatic adenocarcinomas [n=2] and intraductal papillary mucinous neoplasms [n=4]) underwent totally laparoscopic pancreaticoduodenectomy. Pancreaticoduodenectomy was performed in standard fashion with a single loop reconstruction with intracorporeal anastamosis of p-j and h-j. G-j anastamoses was antecolic stapled the p-j anastamosis was fashioned using a ¿¿dunking¿¿ technique with interrupted 3/0 ethibond sutures. In the study, there was a single bile leak noted which was treated with ptc, and g-j bleed which was managed endoscopically. The early experience suggests total laparoscopic pancreaticoduodenectomy can be undertaken safely and has very favourable post-operative results in well selected patients. Caution needs to be exercised in patients with a nonstented non-dilated extra-hepatic biliary tree.